Manufacturer narrative:
This correct report is being submitted due to changes in the following fields: b5. Describe event or problem, h6. Impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker was operating in safety mode. No other information was provided. Additional information was received indicating that this device was explanted. Additional information has been requested but was not provided at this time. This device has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker was operating in safety mode. No other information was provided. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker was operating in safety mode. No other information was provided. No adverse patient effects were reported.